Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh product was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent excision of infected mesh on (B)(6) 2009 and underwent left simple partial vulvectomy on (B)(6) 2010 due to right vulvar lesion and intraepithelial neoplasia. It was reported that patient underwent removal of mesh on (B)(6) 2013 due to pelvic pain and dyspareunia.